Manufacturer narrative:
Event date - aware date used as event date is unknown. Implant date - estimated as (B)(6) 2022 based on the implant occurring in (B)(6) 2022.

Event description:
It was reported that thrombosis occurred. It was reported via social media that the patient had a watchman flx closure device implanted in (B)(6) 2022 and they have since had blood clots form. The patient was put back on their anticoagulation medication and will have further imaging performed.